Manufacturer narrative:
Follow-up #1 date of submission 06/21/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/24/2013 with the following findings: the pump was tested with an external power supply and idle, sleep, rewind, and load currents all are within specifications. A rewind, load and prime sequence was performed with no issues. No evidence in the black box of fluctuation voltage; the voltages in the black box are within normal specifications. No overheating was duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. The reporter stated that after a fall, the pump was warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.